Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) error message on sensor and based on the scan result, the customer self-treated with glucose. Consequently, the customer experienced symptoms of vomiting, nausea, confusion, and dizziness. The customer was taken to the emergency where a blood glucose result of ¿more than 500 mg/dl¿ was obtained on the healthcare provider meter. The customer was administered an unspecified injection and infusion for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.